Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that prior to deployment, ultrasound (echo) was performed to confirm that the patient's vessel condition was normal. The device was prepared and used in accordance with the instructions for use (IFU). Proper assembly between the main part and sheath was confirmed, including verification that both audible click steps were successfully completed. However, during the subsequent withdrawal step, the entire angio-seal device was unexpectedly withdrawn from the patient's body as a whole, resulting in failure to achieve hemostasis. As the procedure was performed in accordance with the IFU, the physician immediately inspected the device to identify the potential cause. The sheath was cut open, and it was observed that both the anchor and the collagen plug remained inside the sheath, rather than being deployed outside the sheath as expected under normal conditions. Manual compression was subsequently applied to achieve hemostasis. The patient experienced no adverse effects. There was no blood loss. The procedure performed prior to the use of the angio-seal was percutaneous coronary intervention (pci).